Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that roughly a week prior, patient notices his stimulation settings were changing when he did not want it to. The states that for example he will turn stimulation down at night to 1.4v or 1.5v but when he wakes up in the morning it is back up to where it was before he turned it down and he is not sure why. It was reviewed that the patient may have adaptive stim enabled. The patient was walked through checking his programming and he did have adaptive stim on. The patient stated he would rather have control over the settings and asked for assistance to turn adaptive stim off. The caller stated that he will monitor this now and adaptive stim was disabled. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their hcp and weight information and stated that bracket for recharging unit had broken - the manufacturer replaced the unit. No diagnostic/troubleshooting performed. No further complications were reported.